Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported an internal energy error during refractive treatment. Additional information received; the site received the warning and were able to confirm the message and complete the treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles could confirm the reported error but do not indicate a root cause. At the visit on site the field service engineer replaced the e4 sensor and the emr board to fix the issue. Local risk managment team assessed the error and concluded that the residual risk remains unchanged and at acceptable level. No increased risk for patient, user or third party. This is a known issue; however, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on e4 sensor. Label is sporadically placed incorrectly on sensor and conductive layer (bulding a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).